Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("severe menstrual flow") and intra-abdominal haemorrhage ("abdominal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), menstrual disorder ("blood clotting due to heavy menstrual flow"), abdominal pain ("abdominal pain/cramping"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), abdominal pain upper ("upper abdominal pain"), dysmenorrhoea ("severe menstrual cramps"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), headache ("headaches"), migraine ("migraines"), hypoaesthesia ("numbness of the hands and feet"), paraesthesia ("tingling of the hands and feet"), cyst ("cysts"), uterine leiomyoma ("fibroids"), dyspareunia ("painful intercourse") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2014 she underwent ablation surgery). At the time of the report, the menorrhagia, intra-abdominal haemorrhage, menstrual disorder, abdominal pain, vaginal discharge, vaginal infection, abdominal pain upper, dysmenorrhoea, abdominal pain lower, back pain, headache, migraine, hypoaesthesia, paraesthesia, cyst, uterine leiomyoma, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, cyst, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal haemorrhage, menorrhagia, menstrual disorder, migraine, paraesthesia, uterine leiomyoma, vaginal discharge and vaginal infection to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("severe menstrual flow"), intra-abdominal haemorrhage ("abdominal bleeding"), thrombosis ("blood clot"), rectal haemorrhage ("rectal bleeding") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) (batch no. 626146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included sleep apnea, multigravida, parity 6, gallbladder operation, d & c and hemorrhoids. Concurrent conditions included chronic epigastric pain, hematemesis, prediabetes, polydipsia, uterine bleeding, hyperlipidemia and hematochezia. Concomitant products included acetylsalicylic acid (aspirin) and lidocaine. On (B)(6) 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), menstrual disorder ("blood clotting due to heavy menstral flow"), abdominal pain ("abdominal pain/cramping"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), abdominal pain upper ("upper abdominal pain"), dysmenorrhoea ("severe menstrual cramps"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), headache ("headaches"), migraine ("migrains"), hypoaesthesia ("numbness of the hands and feet, numbness in fingers"), paraesthesia ("tingling of the hands and feet, tingling in fingers"), cyst ("cysts"), uterine leiomyoma ("fibroids"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), chest pain ("chest pain"), thrombosis (seriousness criterion medically significant), gastrooesophageal reflux disease ("gerd"), rectal haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), weight increased ("weight gain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2014 she underwent ablation surgery). At the time of the report, the menorrhagia, intra-abdominal haemorrhage, menstrual disorder, abdominal pain, vaginal discharge, vaginal infection, abdominal pain upper, dysmenorrhoea, abdominal pain lower, back pain, headache, migraine, hypoaesthesia, paraesthesia, cyst, uterine leiomyoma, dyspareunia, fatigue, vaginal haemorrhage, chest pain, thrombosis, gastrooesophageal reflux disease, rectal haemorrhage, pelvic pain, weight increased and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, chest pain, cyst, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, intra-abdominal haemorrhage, menorrhagia, menstrual disorder, migraine, paraesthesia, pelvic pain, rectal haemorrhage, thrombosis, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: per mr, weight 268 pounds . Most recent follow-up information incorporated above includes: on 13-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to 09-jun-2008. Lot number (626146) added. Events abnormal bleeding (vaginal), chest pain, blood clot, gerd, rectal bleeding, pain, weight gain, (essure confirmation test: no and heavy bleeding added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("severe menstrual flow"), intra-abdominal haemorrhage ("abdominal bleeding"), thrombosis ("blood clot"), rectal haemorrhage ("rectal bleeding") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure (ess205) (batch no. 626146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included sleep apnea, multigravida, parity 6, gallbladder operation, d & c and hemorrhoids. Concurrent conditions included chronic epigastric pain, hematemesis, prediabetes, polydipsia, uterine bleeding, hyperlipidemia, hematochezia, rectal bleeding, diverticulosis, nausea, vomiting, photophobia, paraesthesia oral, blurred vision and obesity. Concomitant products included acetylsalicylic acid (aspirin), lidocaine, topiramate (topamax) and vicodin. On (B)(6) 2008, the patient had essure (ess205) inserted. In 2009, the patient experienced gastrooesophageal reflux disease ("gerd") and rectal haemorrhage (seriousness criterion medically significant). In 2011, the patient experienced headache ("headaches"), migraine ("migrains"), hypoaesthesia ("numbness of the hands and feet, numbness in fingers") and paraesthesia ("tingling of the hands and feet, tingling in fingers"). In (B)(6) 2012, the patient experienced chest pain ("chest pain") and thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), menstrual disorder ("blood clotting due to heavy menstral flow"), abdominal pain ("abdominal pain/cramping"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), abdominal pain upper ("upper abdominal pain"), dysmenorrhoea ("severe menstrual cramps"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), cyst ("cysts"), uterine leiomyoma ("fibroids"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain"), weight increased ("weight gain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2014 she underwent ablation surgery). At the time of the report, the menorrhagia, intra-abdominal haemorrhage, menstrual disorder, abdominal pain, vaginal discharge, vaginal infection, abdominal pain upper, dysmenorrhoea, abdominal pain lower, back pain, headache, migraine, hypoaesthesia, paraesthesia, cyst, uterine leiomyoma, dyspareunia, fatigue, vaginal haemorrhage, chest pain, thrombosis, gastrooesophageal reflux disease, rectal haemorrhage, pelvic pain, weight increased and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, chest pain, cyst, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, intra-abdominal haemorrhage, menorrhagia, menstrual disorder, migraine, paraesthesia, pelvic pain, rectal haemorrhage, thrombosis, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: per mr, weight 268 pounds. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("severe menstrual flow"), intra-abdominal haemorrhage ("abdominal bleeding"), genital haemorrhage ("heavy bleeding"), thrombosis ("blood clot") and rectal haemorrhage ("rectal bleeding") in a 37-year-old female patient who had essure (batch no. 626146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included sleep apnea, multigravida, parity 6, gallbladder operation, d & c and hemorrhoids. Concurrent conditions included chronic epigastric pain, hematemesis, prediabetes, polydipsia, uterine bleeding, hyperlipidemia, hematochezia, rectal bleeding, diverticulosis, nausea, vomiting, photophobia, paraesthesia oral, blurred vision and obesity. Concomitant products included acetylsalicylic acid (aspirin), hydrocodone bitartrate;paracetamol (vicodin), lidocaine and topiramate (topamax). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced gastrooesophageal reflux disease ("gerd") and rectal haemorrhage (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight fluctuation ("weight gain/weight loss( specify which one)"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain/cramping"). In 2011, the patient experienced headache ("headaches"), migraine ("migrains"), hypoaesthesia ("numbness of the hands and feet, numbness in fingers") and paraesthesia ("tingling of the hands and feet, tingling in fingers"). In (B)(6) 2012, the patient experienced chest pain ("chest pain") and thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("blood clotting due to heavy menstral flow"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), abdominal pain upper ("upper abdominal pain"), dysmenorrhoea ("severe menstrual cramps"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), cyst ("cysts"), dyspareunia ("painful intercourse") and pelvic pain ("pain") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2014 she underwent ablation surgery). At the time of the report, the menorrhagia, intra-abdominal haemorrhage, genital haemorrhage, menstrual disorder, abdominal pain, vaginal discharge, vaginal infection, abdominal pain upper, dysmenorrhoea, abdominal pain lower, back pain, headache, migraine, hypoaesthesia, paraesthesia, cyst, uterine leiomyoma, dyspareunia, fatigue, vaginal haemorrhage, chest pain, thrombosis, gastrooesophageal reflux disease, rectal haemorrhage, pelvic pain, weight increased and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, chest pain, cyst, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, intra-abdominal haemorrhage, menorrhagia, menstrual disorder, migraine, paraesthesia, pelvic pain, rectal haemorrhage, thrombosis, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: per mr, weight 268 pounds . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received : added event weight fluctuation. Updated onset date of events. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.